Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the there was a suspected shock for possible atrial fibrillation (af) with rapid ventricular response that the device classified as ventricular fibrillation (vf). It was noted there was possible intermittent atrial undersensing on the right atrial (ra) lead. The device and lead remains in use. No further patient complications have been reported as a result of this event.